Event description:
Caller reported damage to pump housing and usb port, specifically the usb port and pins. This damage impacted the customer's ability to charge the pump, though the pump had not shut down due to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to an alternate method of insulin therapy.